Manufacturer narrative:
Review of the study log verified that the reported software lock up occurred. Based on the information provided to abbott, the cause for the reported event remains unknown and a root cause could not be determined.

Event description:
During an ablation procedure, a software lock up occurred causing a significant delay in procedure. The system was turned on and off for troubleshooting, however, after resuming the procedure using the same settings, the signals could not be recognized and manual mapping had to be utilized to continue the procedure.